Event description:
During a laparoscopic gastric bypass procedure, the device only stapled half way. Another like device was used to complete the procedure. There was excessive bleeding, but no transfusion was needed. Bleeding was stopped via suturing. There was no patient consequence.